Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, and extrusion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotic hysterectomy with mccall culdoplasty, paravaginal defect repair, vaginal posterior colporrhaphy and cystourethroscopy; due to uterovaginal prolapse, cystocele, rectocele, stress urinary incontinence and history of des exposure with cervicovaginal fusion.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by (B)(6) due to vaginal mesh exposure.